Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with fortaz and vancomycin (discontinued) for the event. Action taken with pd therapy was not reported. At the time of this report, the patient outcome was reported as"starting to feel better." No additional information is available.